Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experiences swelling, blistering, and leaking at the ipg site which causes patient pain. Patient was prescribed antibiotics which resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.